Event description:
During a simulator event, the physician was "bagging" the infant simulator and the disposable anesthesia bag ruptured. The bag was over inflated, the flow through the bag from the o2 source was between 10-15 lpm.